Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction (g1) - contact office address: (B)(4). No samples or photos were received for analysis and investigation; for that reason, the malfunction reported by the customer could not be confirmed. In addition, a complaint search for lot 9d02542 and malfunction code wnd-pmc03.08 adhesive dressing requires excessive force for removal from skin (i.e. Difficult to remove) was carried out and as a result, no additional complaint was found; therefore, no trend is observed. Lot 9d02542 was manufactured on 04/17/2019, bodolay, with a total of 10,000 units. A batch record review was performed on 08/13/2021, description duoderm xthin drs 15x15cm (1x5pk) eur to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bom and all the tooling information documented was also correct. The batch record review supports that there were no discrepancies related to the issue reported. Should additional information become available, a follow up report will be submitted. FDA registration number: reporting site: 1049092; manufacturing site: 9618003.

Manufacturer narrative:
(B)(6). (B)(4). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The pharmacist reported that a patient used a duoderm extra thin 15x15. While removing, it was stuck very hard to the skin. The dressing was hard to remove (highly adhesive), and left pieces of the dressing on the skin when the dressing was removed. A smaller size was used at another place on the body and the patient did not have any problems with the removal of that one. No harm was reported and no photo is available at this time.